Event description:
It was reported from a clinical study that a patient had an initial left total ankle arthroplasty. Two years post-op, the patient developed a medial malleolar cyst and continued to develop pain and osteolysis over time. The cyst was evacuated with bone filler applied approximately 4 years later. X-rays obtained in follow up showed the osteolysis persists, the cyst is recurrent, and periosteal cortical hypertrophy is present. No further treatment has been provided, and all total ankle implants remain intact. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(b)(4).G2: Foreign - The event occurred in Finland.The customer has indicated that the product will not be returned to Zimmer Biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.D10: Associated Product Information, Part (Lot):00830004400 (63028691);00830001400 (62920570);00830005400 (62939717).This device is sold outside the US and therefore no GUDID information exists. This device is considered similar to (b)(4).H6: Pre-market submission of the similar product sold in the US: K120906.If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.